Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaints of the patient losing stimulation and high impedance was confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site 1 cm from the set screw mark. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16725080, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.